Manufacturer narrative:
The pump functioned properly during the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, and unexpected restart tests. No blank display, shut off screen or unexpected restart was noted during testing. No unexpected low battery, failed battery or off no power alarm was noted during testing. No damage inside the pump was noted. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump battery has been changed but it periodically shuts off. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for battery error and customer received the battery fail alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per her doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.